Event description:
A bone tunnel was created for medial row anchor in which a biocomposite swivelock seat anchor was inserted. Tension was applied on the swivelock in which the anchor was broken. As a result, the biocomposite swivelock anchor was removed in its entirety. A second biocomposite swivelock anchor was inserted within the same bone tunnel without difficulty.